Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles were visualized. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave 31mm pulsed field ablation catheter was selected for use. While preparing the catheter, it was reported that the tubing exhibited non-flushable air bubbles trapped inside the tubing. The catheter was exchanged, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted some sort of bubbles or occlusion inside the flush lumen. A guidewire was inserted through the catheter, and the catheter was deployed to basket and flower without difficulty. Flushing was then tested through the irrigation line. Flushing was functional in all deployment states. Based on testing of two returned devices with similar attributes, the observed material inside the flush lumen was found to be consistent with adhesive. It is not abnormal to potentially have the adhesive flow in between the flush lumen and strain relief, resulting in the observed bubbles. Since flushing through the lumen was functional, no leak path allowed for the adhesive to flow into the flush lumen and cause an occlusion.

Event description:
It was reported that air bubbles were visualized. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave 31mm pulsed field ablation catheter was selected for use. While preparing the catheter, it was reported that the tubing exhibited non-flushable air bubbles trapped inside the tubing. The catheter was exchanged, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.